Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-02067. It was reported the patient experienced infection at the peripheral lead site (off-label). On (B)(6) 2017 the physician debrided the wound and cultures were taken. The patient was prescribed antibiotics. During follow up visit cultures came out negative; however the infection was not resolved (pus and swelling was present). Subsequently, the scs system was explanted.